Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/ protruded drive support disk. We were unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests or verify the a33 alarm due to the motor error alarm. However, the pump passed the rewind and displacement tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system alarm and insulin squirt out during manual prime. The customer¿s blood glucose level was 168 mg/dl. Customer stated that the drive support cap was not damaged. Customer stated that the insulin pump was not bumped or dropped and no water contact. The insulin pump will be returned for analysis.